Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked, clip keeps falling off from pump and battery warning issues. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for acc-1601. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Unable to verify belt clip anomaly due to pump was received without the original belt clip. A test belt clip locks properly into the pump's belt clip rail. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08705 inches. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify no delivery alarm/insulin flow blocked alarm on the event date of 09-dec-2024. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no data available to verify battery anomaly (battery warning issues) on the event date of 09-dec-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 09-dec-2024 in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.39 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and battery anomaly (battery warning issues) were not confirmed. Unable to verify belt clip anomaly due to pump was received without the original belt clip. Belt clip anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.